Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading (values not provided). No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.